Manufacturer narrative:
Device remains implanted.

Event description:
A company representative reported that a patient has experienced fractured ozark screws approximately three-to-six months after implantation. Revision status is unknown. This is the first of the two ozark screws.

Manufacturer narrative:
Device information could not be confirmed because the device remains implanted and is unavailable for evaluation. Review of the device history records and complaint history could not be performed as a valid lot code was not identified. The patient was implanted with hardware on (B)(6) 2019. The construct was composed of a two-level plate, six screws, and interbody spacers. Upon review of the provided radiographic image, the reported fractures were confirmed. The construct spanned from c5 to c7. The fractures appear to have occurred bilaterally at the superior-most level of the construct (c5). Correspondence with rep states that non-union occurred at c5/c6. According to the ozark surgical technique, if healing is delayed or does not occur, the implant could break, bend, or loosen. The root cause of the reported event is delayed healing due to the reported non-union.

Event description:
A company representative reported that a patient has experienced fractured ozark screws at c5 approximately three-to-six months after implantation. Non union has occurred at c5/6. Revision status is unknown. This is the first of the two ozark screws.

Manufacturer narrative:
B5 has been updated with additional information about non-union.

Event description:
A company representative reported that a patient has experienced fractured ozark screws at c5 approximately three-to-six months after implantation. Non union has occurred at c5/6. Revision status is unknown. This is the first of the two ozark screws.

Event description:
A company representative reported that a patient has experienced fractured ozark screws approximately three-to-six months after implantation. Revision status is unknown. This is the first of the two ozark screws.